Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that access to the medication within the cubie pocket was not possible. Consequently, force was applied to detach the cubie from the roll board.. A field service engineer found that a medication packet was stuck,removed the medication,reinstalled the cubie pocket, and it is now functioning properly without any issues. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that the pyxis medstation es system cubie in drawer 3.2 position c3 was unresponsive. A customer reported that the user was unable to remove medications from one pocket, although another adjacent pocket contained the same medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: d1, d5, e2, e3, g1, h6 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 27-nov-2022 to 26- nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that medication packet was stuck in the side of the lid. A field service technician pulled the medication and reinstalled the cubie pocket to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the bd pyxis medstation es system cubie in drawer 3.2 position c3 was unresponsive. A customer reported that the user was unable to remove medications from one pocket, although another adjacent pocket contained the same medication. There were no adverse events or injuries reported based on this event.